Event description:
The customer reported the respiratory tech noted that while performing the initial setup, the touchscreen had display issues. The (rt) confirmed the reported issue. The customer replaced the display to resolve the issue. The unit was tested and it was returned to service. The unit was being setup for use. There was no patient harm.